Event description:
Patient underwent generator replacement on (B)(6) 2015 due to eos-yes (pulse disabled). The m103 generator was returned for analysis on 03/04/2015. Analysis is underway but has not been completed to date.

Event description:
Product analysis for the generator was completed and approved on 04/01/2015. The pulse generator would not interrogate during the decontamination process or in the product analysis lab. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 1.351 volts, indicating an eos condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes were received indicating that the vns patient was experiencing pain whenever pressure was applied to the device. The patient was determined to be not epileptic. Interrogation showed that the device was at end of service and disabled. The patient stated that he had not felt vns stimulation for years and felt like his voice was different. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
Further follow-up revealed that both the pain at the generator site and voice alteration only occur when the device is pushed on. Spoke to the nurse at dr (B)(6) office who confirmed that the patient was experiencing pain at the generator site and voice alteration only when the device was being pushed on. Clinic notes dated (B)(6) 2014 note that the patient states that he has had some events over the past month where he would lose consciousness. It was reported that the episodes of syncope were not related to the vns device and were due to the non-epileptic seizure disorder that the patient is diagnosed with.

Manufacturer narrative:
Corrected data: this information was inadvertently left off of initial MDR: "clinic notes dated (B)(6) 2014 note that the patient states that he has had some events over the past month where he would lose consciousness."